Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the technician's statement, during troubleshooting several part such as control board, monitoring board, o2 gas module, turbine, inspiratory flow meter and preventive maintenance were crosschecked. Final conclusion was that switch block installed on o2 gas supply line was cause of the pre-use check failure. The purpose of the switch block is to be able to switch between wall pressure and o2 gas bottle. Switch block was defective and caused turbulence and thus variations in pressure and flow. The defective switch block was replaced. There was no issue with ventilator itself. The device was delivered to the user in working condition. Initially it was reported that the ventilator failure was related with control board's malfunction. Control board contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. However final conclusion was that, the control board was not defective and connected switch block caused the issue. It is worth noting that pre-use check (puc), which should always be performed after turning on the ventilator (always before connecting the ventilator to a patient), includes tests which will detect ventilator not functioning correctly, which happened in investigated here case. Therefore, this situation is not-safety related, the issue will be detected during pre-use check. Device's logs confirm occurrence of the reported issue. The investigation findings clearly confirm that there was no problem with the ventilator itself. Issue was caused by defective external device connected to the ventilator.

Event description:
Manufacturer's ref. #: (B)(4).